Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the equipment inspection showed the safety disk has leaked and needs to be replaced. In order to resolve the issue replacement of the defective part was done. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the alarm iab circuit leaked. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.